Manufacturer narrative:
A review of the manufacturing documentation of the ipg found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient had a possible infection due to purulence at the ipg pocket site. The physician relocated the ipg to a new pocket site and prescribed oral antibiotics. Nothing was explanted and the patient was doing well.